Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was confirmed but not replicated. In logs, the 22020 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a pf where all relevant testing was passed within specification. As a result of these findings, failure analysis was able to conclude that the carriage stators and gearboxes are the potential root cause for this issue. The complaint was confirmed by failure analysis. The probable root cause is attributed to operational defect of the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has requested the usm to be returned for failure analysis testing. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure that the camera on arm 3 would not move forwards nor backwards. The camera could move left and right. The caller reset the sterile adapter and the endoscope, but the issue persisted. The intuitive tech support engineer (tse) checked the system logs and found no relevant errors. The customer moved the camera to another arm and it worked correctly. The customer replaced the draping on the faulty arm, but the issue continued. The tse reviewed the past logs and found that two days before recoverable error 22028 occurred against arm 3. The customer found that the camera was difficult to move manually as well. The tse noticed via artemis that the sterile adapter repeatedly disconnected and reconnected on arm 3. The tse guided the caller with moving the camera to arm 2 and the instruments to arms 1 and 4. The procedure continued, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site acknowledged that the they did receive the email and haven't had a chance to fill it.